Event description:
Discordant results for thyroid hormones: free triiodothyronine (3,5,3'-l-triiodothyronine, ft3), thyroxine (3,5,3',5'-tetraiodothyronine, l-thyroxine or t4) and thyroid-stimulating hormone (tsh, thyrotropin) were obtained for a patient on an advia centaur xp instrument. Abnormal results were obtained for a patient sample on (B)(6) 2012. The same sample was rerun on (B)(6) 2012 and normal results were obtained. The patient took another blood test in another laboratory and the reported result was normal. There are no known reports of patient intervention or adverse health consequences due to the discordant thyroid hormones results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of discordant thyroid hormone results was incorrect acid volume dispensing. The fse serviced and cleaned the acid pump, adjusted the dispense volume and verified the probe alignment. The instrument is performing within specifications. Further evaluation of the device is not required.